Event description:
It has been reported to philips that the system lost power and shut down. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred at the beginning of the emergency stent procedure. The treatment was completed by transferring the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that system lost its power suddenly when patient was on table. The hospital technician informed that a breaker in the equipment room was repeatedly tripping and that the system had lost power during a case the previous day. Upon troubleshooting, fse found that the ups did not have any power, and the breaker kept tripping. Fse checked the exam room and found that the emergency stop button next to the entrance to the exam room was activated. To resolve the issue, fse reset the emergency power off button. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.